Event description:
(B)(4). Perforated fallopian tube, tubal ligation, nauseated, vomiting, night sweats, stroke symptoms, vitamin b deficiency, uterine fibroid, bacterial vaginosis, loss of period, pelvic pain, rapid weight gain, extreme abdominal bloating, pain during sex, migraines, headaches, fatigue, rashes, hot flashes, lower back pain, coil migration, unidentified metal in my body which is unretrievable, dilated uterine blood vessels.